Event description:
The pump was alarming. The patient had no symptoms or obvious signs of withdrawal; it was noted that the patient did not report any changes in her medication regimen. When the pump was interrogated it showed a motor stall had occurred 13 days earlier; a tube set message was recorded in the logs 48 hours after the stall. There was no motor stall recovery message recorded in the logs. The alarm was silenced and the pump was updated in an attempt to restart it. The alarm message regarding the tube set time being exceeded remained on the screen after the pump was updated. The pump volumes were checked. The expected volume was 6.3 ml and the actual volume was 12 ml; the volume discrepancy correctly reflected the pump being stalled for 13 days. The aspirated volume was then placed back into the pump, and they updated the pump again in another attempt to restart the pump. It was noted that the patient did have an MRI in march; however, the pump restarted itself after that motor stall. It was also noted that the patient was admitted to an unspecified facility at the end of may, but reported no MRI was done, so it was unclear what caused the motor to stall. The patient had an appointment scheduled to discuss a plan of action. The pump was used to deliver dilaudid, fentanyl and bupivacaine. Additional information has been requested. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)